Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was found to be fractured. The lead also exhibited high impedance trend since (B)(6) 2019 and high threshold. Multiple episodes of non-sustained right ventricular oversensing episodes were noted due to lead noise. The lead was explanted and replaced. The patient was in a stable condition.